Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured at the end of a patient infusion. The device had been infusing a 200 ml solution of nebcyne and sodium chloride when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.